Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was unknown. Troubleshooting was able to resolve the alarm with a complete set change. Customer also reported the alarm persisted after the troubleshoot. Customer stated the insulin pump was functioal after the third infusion set change. It was also found the customer had adhesive issue with the infusion set. The customer agreed to return the product for analysis.

Manufacturer narrative:
Device passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted.